Event description:
On (B)(6) 2025, patient underwent revascularization of right lower extremity with atherectomy balloon angioplasty and stenting. During the procedure, the proximal sfa (superficial femoral artery) stent fractured and migrated proximally to the right cfa (common femoral artery). He was admitted for further monitoring and management. On (B)(6) 2025, patient underwent a second procedure, to include relining of the fractured and migrated stent.